Event description:
It was reported that: "patient heard a pop in her leg. Upon examination, surgeon noticed periprosthetic fracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, it will be submitted in a supplemental report.